Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". Healthcare professional additionally reported via device tracking form "capsular contracture". Healthcare professional later reported via rga "hole on patch side". Healthcare professional later confirmed "capsular contracture, baker grade ii/iii." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Healthcare professional additionally reported via device tracking form "capsular contracture". Healthcare professional later reported via rga "hole on patch side". Healthcare professional later confirmed "capsular contracture, baker grade ii/iii." This record is for the left side. Device has been explanted.